Event description:
Event: stent placement in the graft and intervention to remove stuck jacket guard. Case details: the jacket guard became stuck in the redundant graft material during removal of the device requiring second balloon to secure the superior attachment system and removed the device. A stent was placed in the ipsilateral limb.